Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The instrument's lot number batch sequence was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is considered as reportable due to the following conclusion: : the vessel sealer extend instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was unable to cauterize. The procedure was completed with no reported injury. On february 28, 2022, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and no damage was seen. The surgical task performed while the issue occurred was dividing the stomach from the fat tissue and short gastric vessel to continue with the sleeve operation. The instrument would not cauterize at all, from the beginning of the operation. No errors occurred during the procedure related to the vse and/or erbe vio. At the time of the event, during the sealing sequence, there was an audible signal while the pedal was pressed, the signals were working properly. The seal cycle completed with the fast audible tones as expected. The tissue could be cut, but the cautery function was not working, leading to tissue not being sealed. The cut was made after the ¿seal completed¿ tones were received for the seal attempt. The target tissue was peritoneum around the stomach and the gastroepiploic arteries. The target tissue was not under tension during the sealing/cutting process and was not greater than 7 mm in diameter. The tissue was not exposed to any radiation or chemotherapy prior to the procedure, and there was no calcification noted. No tissue effect was observed during the sealing cycle. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The procedure delay did not occur during a critical step of the procedure as it was at the beginning. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected additional bleeding experienced by the patient. The surgeon thought the cautery function of the instrument was not working properly and that this caused the vse issue. The patient was noted to be a male, age is 40-50. No further details were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the customer reported complaint. The instrument was placed on an in-house system and continuously failed self-test. As a result, the instrument could not be tested for energy delivery and cut test functionalities. The instrument passed electrical continuity with no issues. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The distal end of the instrument had no damages observed. A review of logs showed no failures. There was no problem detected and this instrument will be transferred to engineering for further investigation. Additional observations not reported by site: the instrument was found to have homing failure during initialization during in-house testing. The instrument was placed on the system and during in-house testing. The instrument was placed on the system and failed self-test on multiple attempts. The root cause of this failure is not determinable/applicable. The instrument housing was removed and found that the grip ring was dislodged. There were no damages found on the screw during visual inspection. The root cause of this failure is attributed to manufacturing. The instrument housing was removed and found that the grip return spring was dislodged. Manual articulation of the grip input failed to manipulate the grips. The instrument grips have no sign of grip tension and stay open. The root cause of this failure is attributed to manufacturing. The instrument housing was found to be broken near the open grip lever. The broken piece was returned measuring approximately 0.076" x 0.150". The root cause of this failure is attributed to the user. The instrument was transferred for advanced failure analysis and the primary result was confirmed. When the instrument was installed on an in-house system it failed initialization. After removing the housing it was discovered that the grip ring was dislodged due to the screw being missing. This dislodged grip ring/screw is the cause behind the initialization failures. This failure is a manufacturing related failure.

Event description:
Refer to h10/h11 for follow-up information.